Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and the front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.